Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1dwwk); product type: 0200-lead; implant date (B)(6) 2017; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not sure if the interstim battery had reached end of service (eos) yet because last time they had it checked last (B)(6) it was at 9 months. The patient said they didn't think the device was on because they didn't feel it, and they'd had issues with it prior to all of this happening. The patient said they were in the process of working on the next steps to have it replaced because of the battery but also because of lead placement concerns and it was not working as well. The patient was redirected to speak with their managing healthcare provider (hcp) regarding device replacement.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that there were no concerns with the longevity of the ins. When asked to clarify the lead placement concerns, the rep stated the lead was in a very good position. The concern was whether the patient wanted to remove the lead that had been working well since 2017 to the surescan lead for MRI eligibility reasons. The rep indicated they spoke with the patient on (B)(6) 2025, and there were no concerns; just a choice the patient needed to make about whether or not they wanted to change the lead when they changed the ipg in the near future.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.